Event description:
It was reported that there was perforation and pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and it appeared to be in the pericardial space with little to no compression. The physician believes that the was perforated the back wall of the laa prior to the wds insertion. A pericardiocentesis was performed to treat the effusion and the patient was given a blood transfusion. The patient was then taken to the operating room where all the devices were removed from the patient and the laa was ligated. The patient is stable following this event and expected to make a full recovery.

Manufacturer narrative:
B5 updated. D4 unique identifier (UDI) #: updated. H6 patient codes: e0605 cardiac tamponade code added.

Event description:
It was reported that there was perforation and pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and it appeared to be in the pericardial space with little to no compression. The physician believes that the was perforated the back wall of the laa prior to the wds insertion. A pericardiocentesis was performed to treat the effusion and the patient was given a blood transfusion. The patient was then taken to the operating room where all the devices were removed from the patient and the laa was ligated. The patient is stable following this event and expected to make a full recovery. It was further reported that the patient experienced a pericardial effusion with cardiac tamponade.

Manufacturer narrative:
H6 impact codes: f2302 blood transfusion code added.

Event description:
It was reported that there was perforation and pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and it appeared to be in the pericardial space with little to no compression. The physician believes that the was perforated the back wall of the laa prior to the wds insertion. A pericardiocentesis was performed to treat the effusion and the patient was given a blood transfusion. The patient was then taken to the operating room where all the devices were removed from the patient and the laa was ligated. The patient is stable following this event and expected to make a full recovery.